Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and significant sensitivity in the area of the control pump. The physician decided to perform a cystoscopy, which revealed that the cuff was not creating a hermetic seal on the urethra, causing the patient to continue leaking small amounts of urine. The patient was scheduled for a device review to determine whether the issue was due to the cuff not inflating properly or tissue interfering with closure, with plans to either remove the tissue or replace the cuff. Additional information indicated that the patient underwent revision surgery, during which scar tissue was found surrounding the cuff, preventing proper closure, along with fluid accumulation in the scrotal area. Following this, the physician held a medical meeting with the patient's family and, respecting the patient's wishes, decided to remove the entire device without replacement. No further complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is: (B)(4). UDI field (d4) concomitant product UDI for balloon is: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegations of cuff - mechanical issue and device - inflation issue cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The patient symptom of edema, hypersensitivity, scarring and urinary incontinence are known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and significant sensitivity in the area of the control pump. The physician decided to perform a cystoscopy, which revealed that the cuff was not creating a hermetic seal on the urethra, causing the patient to continue leaking small amounts of urine. The patient was scheduled for a device review to determine whether the issue was due to the cuff not inflating properly or tissue interfering with closure, with plans to either remove the tissue or replace the cuff. Additional information indicated that the patient underwent revision surgery, during which scar tissue was found surrounding the cuff, preventing proper closure, along with fluid accumulation in the scrotal area. Following this, the physician held a medical meeting with the patient's family and, respecting the patient's wishes, decided to remove the entire device without replacement. No further complications were reported.